Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. Method code was updated to 4109 and 4112. Results code was updated to 3252. Conclusions code was updated to 4307. Narrative/data was updated. The reported device was received for evaluation. The reported condition of a fractured implant was confirmed. Visual evaluation of the as returned product identified significant damage to the implant threads and fracture at the collar. The customer has returned x-rays of the implant within the surgical site prior to removal. Fracture was likewise confirmed from the image taken at the date of removal. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the device item number dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported product. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number not provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Date of event is not provided / unknown. Additional 510(k) numbers are k011028 and k013227.

Event description:
Doctor reports that the patient presented with a fractured tsv6b13 implant in tooth site #30. The implant was removed and the site was grafted.